Manufacturer narrative:
(B)(4)

Event description:
It was further reported that in jun 2013, the patient presented with respiratory insufficiency. No action was taken to treat this event.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2011, the patient presented with unstable angina (braunwald classification-iiib) and was diagnosed with myocardial infarction. The patient was referred for cardiac catheterization. The target lesion was a de novo bifurcated lesion located in the proximal left anterior descending artery (prox lad) with 80% stenosis and was 14mm long with a reference vessel diameter of 3mm. The target lesion was treated with direct placement of a 3.00x16mm taxus element stent and a non-study drug eluting stent, with 0% residual stenosis. Additionally a non-target lesion located in the right posterior descending artery (r-pda) was treated with placement of a non-study drug eluting stent. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the site reported that the patient died. The cause of death was unknown. No additional information is available at this time.